Manufacturer narrative:
Citation: petersen j, et al. Persistence of reduced left ventricular function after aortic valve surgery for aortic valve regurgitation: bicuspid versus tricuspid. Thoracic and cardiovascular surgeon. 2021 aug;69(5):389-395. Doi: 10.1055/s-0039-1692664. Epub 2019 jul 12. Presented at the 47th annual meeting of the german society of thoracic and cardiovascular surgery in (B)(6) 2018. Date of presentation used for date of event: (B)(6) 2018 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding left ventricular ejection fraction (lvef) recovery after surgical aortic valve replacement in patients with reduced lvef at baseline. All data was retrospectively collected from a single center between january 2005 and april 2016. The study population included 154 patients (predominantly male, mean age 61.9 years). The authors noted that the medtronic hancock ii/hancock ii ultra (approximately 63 recipients) and carpentier-edwards perimount (approximately 40 recipients) valves were the most frequently implanted valve types. The names (manufacturer and/or brand) of the other valve types used in the study were not disclosed. No unique device identifier numbers were provided. Among all 154 patients, a total of 25 deaths occurred during follow-up. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 154 patients, non-death adverse events included: redo surgery for bleeding, intra-aortic balloon pump support, implantable cardioverter defibrillator implantation, elevated aortic valve gradients, listed for heart transplantation, redo aortic valve surgery due to endocarditis, redo aortic valve surgery for recurrence of aortic regurgitation, and transcatheter valve-in-valve replacement due to bioprosthetic valve degeneration. No additional adverse patient effects or product performance issues were reported.